Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. No product returned. The cause of the product damage sterile sleeve damage was not determined because product/images were not returned and there is lack a clinical details. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05898. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing.

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that while attempting to advance the sterile sleeve for attachment to the locking hub, it tore and detached from the hub. Support was maintained with the implanted pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿